Event description:
Reporter indicated that vns patient underwent ncp system replacement surgery due to suspected lead break. It was reported that device diagnostic testing prior to the revision surgery resulted in high lead impedance reading, indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Review of x-rays did not reveal any obvious discontinuities in the ncp system. Intraoperative device diagnostic testing performed after a replacement generator was connected to the original lead also resulting in high lead impedance test result, indicating a likely problem with the lead. Both the lead and generator were replaced. No adverse event was reported in conjunction with the high lead impedance condition. Review of manufacturing records for the pulse generator did not reveal any obvious anomalies that would adversely affect device performance.